Manufacturer narrative:
The device was examined, and found to be in proper working condition.

Event description:
It was reported that a cot dropped during unloading with a pt when the safety hook was missed.